Event description:
Caller reports lancet protrudes beyond the end cap of the soft touch device. Caller states the lancet remained in his finger after firing the device; caller had to pull the device away to remove the lancet from his skin. No medical treatment required. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.